Manufacturer narrative:
(B)(4) evaluation summary: evaluation of the returned device found that the anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred and this confirmed the reported event of the blue suture was not retrieved. There was no needle strike mark on the posterior foot. During the investigation, the plunger was inserted and the needle trajectory, needle depth and push mandrel travel were acceptable. The needle trajectory of every device is checked during the manufacturing. The most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A review of the finished product lot history record did not reveal any non-conforming material reports that would have contributed to the reported complaint. In addition, a query of the complaint-handling database was performed and there was no other complaint for failure to deploy the plunger and or failure to follow instructions reported device codes. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information.

Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was depressed, there was no 'click' heard. The plunger was then removed from the device and the blue suture was not retrieved. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.